Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury. Device issue: shaft separation. It was reported that the shaft separated. There were no pt effects reported. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Possible causes for shaft separation may include, but are not limited to mfg handling and/or processing, handling during unpacking or preparation for use. Or handling and/or resistance encountered during the procedure. Shaft separations are often attributed to ductile overload at a kink. Kinks in the shaft can lead to weakening of the stent delivery system material such that subsequent application of force or further handling can cause a separation. There was limited case info available, and the separation location on the shaft is unk. Although a conclusive cause for the reported shaft detachment cannot be determined, there is no indication of a product quality deficiency.